Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 20x3.00 promus premier drug eluting stent was advanced but failed to cross the target lesion. Upon removing the device, it was noted that the distal edge of the stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.